Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows that the device was properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows there were two areas of buckling and associated occlusion/stenosis of concern with this complaint. The proximal right limb stent occlusion is confirmed. The complaint is most likely anatomy-related. The more distal right limb stenosis with kinking of the stent is confirmed. The complaint is also most likely anatomy-related. The additional endovascular procedure complaint is confirmed. This is consistent with the reported adverse event/incident. The infrarenal angulation of 63.8 degrees likely contributed to the proximal right stent kinking and resultant focal occlusion (anatomy-related). The more distal stent buckling and stenosis were most likely due to the type ii endoleak (lumbar) with associated thickened calcification (anatomy-related). It is unclear from the angiogram post-secondary procedure if the type ii endoleak was resolved. No procedure harms were identified. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2024, with the implantation of the alto abdominal aortic aneurysm stent system. The patient later experienced leg pain due to limb occlusion. On (B)(6) 2024, the patient underwent a re-intervention during which ballooning improved blood flow. Due to significant thrombi in the limb stent graft, a (non-endologix) vbx device and e-luminexx (non-endologix) devices were added to the right side and both junctions. After additional ballooning, the final angiography showed no issues. A type ii endoleak (non-device related failure) was observed post-procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.